Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspections were performed. The reported inflation issue and balloon rupture was unable to be confirmed as the balloon inflated to rated burst pressure and held pressure without any issues noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that per the instructions for use (IFU), pta, armada 14 xt, otw global: all air must be removed from the balloon and displaced with contrast medium (diluted 1:1 with normal saline) prior to inserting into the body; otherwise, complications may occur. In this case the IFU violation did not contribute to the reported complaint. The investigation was unable to determine a conclusive cause for the reported inflation issue or balloon rupture. The noted inner/outer member damages appear to be related to circumstances of the procedure and likely due to manipulation of the device during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a narrow lesion in the distal tibial artery with moderate calcification. A 2.0 x 20 mm armada 14 xt percutaneous transluminal angioplasty (pta) balloon catheter was flushed prior to use; however, air aspiration was not performed. The pta balloon catheter was advanced to the lesion with no resistance. On attempting to inflate the balloon to 8 atmospheres, the pta balloon catheter was losing pressure and the balloon failed to inflate. An unspecified replacement device was used to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.